Manufacturer narrative:
A ge service rep investigated the issue and erased and re-loaded flash memory. All other diagnostics were within normal limits. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction..

Event description:
The ge oec 9800 fluoroscopy system would not make x-rays. System would not operate.